Event description:
It was reported the distal 10 centimeter portion of this .018 guidewire detached in the pt's abdomen during a bile duct diagnostic procedure. Other units were used to successfully continue the procedure. During the final puncture, no difficulties were noted however, a large quantity of blood was encountered. The pt was sent to surgery for treatment and the detached wire segment was removed at that time. The pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. The co is currently attempting to obtain further details about this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to the wire tip detaching. However, without further details about this event the co is unable to determine the exact cause for this event. Directions for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wire(s) and system as a unit."